Event description:
Edwards receives notification from our affiliate in (B)(4). As reported, a patient underwent a viv implant of a 29mm sapien xt valve into a stented valve hancock ii, in mitral position, by transapical approach with good outcome. Approximately seven years post implant, a valve-in-valve procedure with a 29mm sapien 3 by transapical approach was performed due to degeneration, calcification and stenosis of the sapien xt valve. The sapien xt valve presented a gradient 27 mmhg, 13.91mmhg (peak / mean mmhg), mild regurgitation, severe degree of leaflet mobility, and thickened/calcified leaflets. The procedure was urgent because the patient went to the emergency room for atrial defibrillation, severe ef (36%) and left atrium dilated. The valve was finally successfully deployed.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted upon completion.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve calcification was unable to be confirmed due to unavailability of relevant procedural imagery or device return. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. An existing edwards internal technical summary documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for valve calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As noted, ''approximately seven years and one-month post-procedure, a viv procedure with a 29mm sapien 3 by transapical approach was needed as per degenerated, calcified and stenotic sapien xt valve. The sapien xt valve presented a gradient (peak / mean mmhg): 27 mmhg, 13.91mmhg, mild regurgitation, and severe degree of leaflet mobility, thickening and calcification''. As noted, patient had diabetes. It is well known that patient with these pre-existing comorbidities may have an increased risk of valve stenosis/calcification. As such, available information suggests that patient factors (diabetes) may have contributed to the complaint event. The technical summary is applicable to this complaint because valve calcification was contributed by patient conditions. Since no edwards defect was identified, no corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.